Manufacturer narrative:
No low battery alert or power loss alarm noted during testing. Unit passed the displacement test, sleep current measurement and active current measurement. Hardware low level failure alarmed during self test and pump trace download confirmed hardware low level failure alarm due to broken trace at u1 pin 1/vdd on keypad assembly. Unable to verify audio/absence of alarm during self test due to hardware low level failure alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had broken clip rail. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.